Event description:
A malfunction alarm was reported on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurs.